Manufacturer narrative:
H6: physio-control evaluated the customer's device and was unable to duplicate the reported issue. The device was retained by physio-control. The cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that their device unexpectedly powers itself off after being powered on for about a minute. There was no patient use associated with the reported event.

Manufacturer narrative:
(B)(4). The customer received a replacement device. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device unexpectedly powers itself off after being powered on for about a minute. There was no patient use associated with the reported event.